Event description:
The customer reported that their bedside monitor (bsm) is not showing correct ECG readings. They explained that when they are reviewing the leads the waveform is always the same, but the numbers that are related to it are changing. The issue was resolved when they swapped out the device. No harm or injury occurred.

Manufacturer narrative:
The customer reported that their bedside monitor (bsm) is not showing correct ECG readings. They explained that when they are reviewing the leads the waveform is always the same, but the numbers that are related to it are changing. The issue was resolved when they swapped out the device. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the bsm unit: input unit: model #: ay-633p-qm, sn #: (B)(4), device manufacturer date: 01/12/2013, unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that the ay input unit was not showing the correct ECG readings. When reviewing the leads the waveform was always the same, but the numbers relating to them were changing. No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that the ay input unit was not showing the correct ECG readings. When reviewing the leads the waveform was always the same, but the numbers relating to them were changing. No patient harm or injury was reported. Investigation summary: the ay input unit was sent in for evaluation and repair. During the evaluation of the reported device nihon kohden repair center (nk rc) was able to confirm the reported issue of incorrect ECG waveforms. The nibp readings were also found to be incorrect. The malfunctioning parts were replaced parts to resolve the issue. The failure of these parts would indicate hardware failure. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. The device was installed in 01/2013 and had received servicing for nibp or ECG modules. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Attempt # 1: 01/09/2022 emailed customer via microsoft outlook for all items under the no information section. The customer replied tha the requested information was unknown. Additional model information: d10: concomitant medical device: the following device was used in conjunction with the main bsm unit and was the device that experienced the failure: input unit: model #: ay-633p-qm; sn #: (B)(6); device manufacturer date: 01/12/2013; unique identifier (UDI) #: (B)(4).